Event description:
Surgeon reports via our clinical department about arthrofibrosis. Mobilisation in anesthesia was necessary.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.